Manufacturer narrative:
Mindray service representatives repaired a broken co2 exhaust nipple.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of co2 monitoring. No patient injury was reported.